Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Observed 354.6770 error at power on. Removed the case and connected an oscilloscope to pin 7 of j14 (pressure_disc_sensor) on the logic board. The oscilloscope trace indicated 0 v instead of the expected 500 mv level with a pressure disk installed during power on. Used a dmm on ohms to confirm continuity between pin 8 on j1 of the syringe pressure board and pin 7 of j14 on the logic board. Installed a test pressure board and harness and the 354.6770 error still occurred. Checked the voltages at the pressure board with a dmm and noted that the +2.5v vref at pin 1 was not present there or at pin 8 of j14 on the logic board. The voltage was present on u17c-8 on the logic board. After confirming an open circuit between u17c-8 and j14-8, inspected the logic board and found r226 and r43 missing and broken off of the logic board by contact with the syringe drive motor, which was dismounted from the drive train mounts. Also noted a dent in the bottom of the rear case below the drive train assembly. Module to be returned to service for repair completion via the normal service process. (B)(4).